Event description:
Original surgery with valve placement was on [redacted]-approximately 8 years ago. Per surgeon, shunt was adjusted several times, then ventriculoperitoneal shunt revision, valve completed on [redacted] by same surgeon. Per surgeon, valve feature failed causing the patient to come to the or for revision. Surgeon wanting the device to be sent to manufacturer. Risk management at facility has device sequestered.